Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Review of the device history record was not possible as the lot number is unknown.

Event description:
Related manufacturing reference: 3005334138-2018-00010. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. Before ablation was started the patient became hypotensive and echocardiography confirmed an effusion. The procedure was discontinued to perform a pericardiocentesis to stabilize the patient. There were no performance issues with any abbott device.